Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. Struts on the first row from the distal edge were bent and misaligned. Struts on rows 5 and 6 from the proximal end were misaligned and slightly raised. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The distal inner was kinked under the most distal row of struts which was positioned proximal to the distal markerband. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure a vessel dissection, slow flow and hypotension shock occurred. The procedure treated the 70% stenosed target lesion located in the severely calcified and severely tortuous left circumflex (lcx) artery. Pre-dilation was performed and a 2.75x16mm promus element was advanced but could not cross the lesion because of a vessel dissection in the distal lcx. The patient experienced slow flow and hypotension shock. The procedure was not completed. No further patient complications were reported and the patient status was stable. This product is only ous approved but it is similar to a marketed us device. However, device analysis revealed stent damage.